Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance and there was a pacing issue noted. There was an attempt to replace the lead but it was noted that the patient experienced occlusion and the lead could no pass through the blood vessel that was blocked. The new lead was attempted not used. The rv lead remains in use.